Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a critical pump alarm. Customer stated that they experienced a high blood glucose and the blood glucose level was 320 mg/dl. Customer treated with syringe for high blood glucose. Customer stated that critical pump error image was display on the screen. Customer stated that the insulin pump was not working. The product will return for the analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm due to moisture damage to force sensor. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify power loss alarm due to critical pump error. Device received with corroded electronic assemblies and corroded motor home switch.